Manufacturer narrative:
On (B)(6) 2023, the distributor reported the additional information: a pump evaluation was performed, and it was determined that the pump did not experience a touch screen unresponsive issue. It was determined that the wake button was not working. The wake button was pressed harder, and the button performed as intended. Medical device report (MDR) code 1559 removed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was hard to press. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.